Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields include d9, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: static image and no image. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported issue and the malfunctions identified during the device evaluation was traced to a defective plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the colonovideoscope displayed a snowy screen. The event occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.